Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) observed there was a single unformed staple not in the sleeve, but resting in the stomach. The technical service engineer (tse) was unable to view the logs as the system was not connected to the network. The tse asked if the surgeon would retrieve the staple and the surgeon planned to leave it. The tse recommended to return the stapler and reload for analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr was unsure if the surgeon ultimately elected to leave the staple in or if it was removed. The csr confirmed there was nothing else out of the ordinary noticed during the procedure, including no bleeding or injury. Additional follow-up attempts were also made to customers at the site, but no response has been received as of the date of this report.

Manufacturer narrative:
The stapler reload has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the remotefe procedure log showed a sleeve gastrectomy procedure was performed on (B)(6) 2022 on system sk0340. This complaint is considered a reportable event due to the following conclusion: it was alleged that a staple was unformed and fell inside the patient during a da vinci assisted procedure. The surgeon elected to leave the staple in the patient. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur and unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".